Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels on multiple occasions as high as 300 mg/dl. The patient has made adjustments to the temporary basal rate, increasing it as high as 130% for four hours, in an effort to control her blood glucose levels, but has had to bolus additional insulin as well to lower her blood glucose levels. No adverse event was reported. The infusion device was requested to be returned for product evaluation.